Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8400ds serial/batch number 15150343 was received for evaluation. Visual inspection under a magnifier found striation lines inside and outside the outer tube. The most likely cause can be attributed misuse due to prying/leveraging the device during insertion. Dfu-0215-eo; precautions; 7; states the following: "excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy there was metal abrasion with two shaver blades. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.